Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site reported that the event wasunresolved with no further action planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) for a clinical study regarding a patient with an implantable neurostimulator (ins) for other chronic pain. It was reported that the patient experienced poor coupling and was unable to recharge their device since (B)(6) 2018. This event resulted in an unscheduled clinic or office visit. The patient was examined by the doctor and found this was due to the position as when the patient was sitting. The ins sits at a right angle to the charging coil whereas when the patient was in the supine position this problem disappeared. Recharging worked in the clinic and the patient was told to try to recharge in supine position at home. The patient re-visited the clinic (B)(6) 2019 where they continued to have problems charging the battery. This was due to the ins flipping in the pocket and being inverted. On (B)(6) 2019 the patient was back in the clinic where they were able to charge the battery in the reclining position but the connection between the charger head and ins was poor. Interrogation showed device charging for one hour a day. The connection between the device and charging time will be reviewed in clinic to follow-up on progress with this. The outcome was reported as ongoing. The etiology indicated the event was related to the device or therapy, and possibly related to the implant procedure. Additional information was received reporting the cause of the ins flipping was unknown. There were no plans for any action at the moment. The patient was informed to contact the clinic if they continue to have problems charging the device. No further complications were reported or anticipated.